Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly after making an unusual noise. Besides that, a big lump was noticed in the cylinder. A revision surgery was performed to explant and replace the device. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually inspected and underwent leak testing. Both cylinders had broken fabric threads from wear in the middle. Also, both cylinders had a bulge in the middle of the cylinder when inflated with a syringe. The bulge was also noted on both cylinders during the pressure test. The pump was visually inspected and underwent leak testing. Under microscope, the deflation ball was found to be misaligned in the ms pump. Also, the pump kink resistant tubing had worn to the filament. The pump passed the leak test; however, it did not pass the activation tests. The reservoir was visually inspected and underwent leak testing. The reservoir had wear at fold in the reservoir shell; however, it did pass the leak test. Based on the information available and analysis results, the bulge found on both cylinders could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly after making an unusual noise. Additionally, a large lump was noticed in the cylinder. A revision surgery was performed to explant and replace the device. No patient complications were reported.